Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a blood glucose reading of 576 mg/dl. The customer stated that she had been experiencing high blood glucose levels for (B)(6). Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to her. Nothing further was reported.